Event description:
Patient reported that blood glucose was measured on a hospital device with a result 96 mg/dl. Patient stated that she immediately retested blood glucose on the aviva system and obtained a result of 185 mg/dl. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the aviva system. Technical support requested the return of the suspect product and replacement product was shipped.